Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was a primary audible alarm post error in the history. Start-up and multiple flow and occlusion tests were performed. The reported issue could not be duplicated. The j9 connector is fully seated and properly glued. The operator replaced the speaker as a preventative measure.

Event description:
Information was received indicating that the medfusion 4000 pump displayed intermittent system alarms. There were no adverse events reported.